Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling/falling over, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported on the service order by (B)(6) that the trigger button on the battery oscillator device was sticking completely inside of the unit. During service and evaluation, it was observed that the trigger was blocked and jammed; and the setscrew was defective. It was further noted that device failed pre-test for saw blade coupling, trigger and electronic control unit. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.